Event description:
Us FDA: it was reported that the patient presented to the ER due to were dislodgment of the right atrial and left ventricular leads. The leads were replaced. No patient complications have been reported as a result of this event. It was reported that the ra and lv leads got dislodged shortly after implant in 2005. The leads were successfully repositioned. The patient died at home ((B)(6) 2011) for non cardiac reason.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 7304 implantable cardioverter defibrillator , 2005 (B)(6). (B)(4). Lead not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.